Event description:
It was reported that the pump would not charge despite attempting multiple cables and power sources. Subsequently, the pump shut off unexpectedly and became unresponsive. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.